Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 5mm x 15cm cerepak freeform xtrasoft coil was received contained in the decontamination pouch. Visual inspection was performed. As described in the event description, the embolic coil was no longer attached to the delivery unit. The manual break was attempted at the proper location, and the proximal end of the puller wire was exposed. Microscopic inspection was performed. Under magnification, several kinks were noted along the entire length of the embolic coil. No other damages were observed. An accumulation of dried blood residues was observed on the proximal key of the embolic coil. The issue reported in the complaint that the embolic coil failed to detach after three attempts could not be evaluated because the embolic coil component was returned already detached form the delivery system. In order to perform a functional test for a "failure to detach" concern, the embolic coil must be attached to the delivery unit. However, the issue regarding a premature detachment of the embolic coil in the microcatheter is confirmed based on the detached condition of the coil. The dried blood residues suggest that the saline flush was insufficient and / or not continuously maintained. According to risk documentation, resistance / friction between microcoil system and microcatheter is a potential issue that can occur due to an inadequate saline flush. It is suggested that the embolic coil could had been inadvertently detached when the delivery system was being manipulated for removal; however, with the limited information available, this remains unknown. The kinks noted on the embolic coil are suspected to be the result of the post-handling of the device, as these damages were not originally reported. Therefore, these are not consider related to the issue reported. A review of manufacturing documentation associated with this lot (31173107) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. The instructions for use (IFU) contains the following caution: if unusual friction is noticed during advancement or retraction of the detachable coil system through the introducer, open the rhv main valve, and partially withdraw the distal end of the introducer to expose its tip within the rhv. Tighten the rhv main valve, flush the y-connector of the rhv with sterile saline and verify that fluid exits the proximal end of the introducer. After flushing, reinsert the introducer into the infusion catheter hub. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on (B)(6) 2025. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. (B)(4). Information regarding patient identifier, gender, race, and ethnicity were not provided. Section d.2b: procode is krd/hcg. The device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (31173107) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 5mm x 15cm cerepak freeform xtrasoft coil (xcr120515 / 31173107) failed to detach after three attempts. There was no report of any negative patient impact. On 21-jan-2025, additional information was received. Per the information, the procedure was targeting a wide-necked 6.5mm x 6.8mm x 7mm unruptured aneurysm on the left middle cerebral artery (mca) at the bifurcation. The information indicated that two of the three attempts were made with the detachment handle (mdh1 / 102109430); the third attempt was via manual break. The handle is reported as not available for return. The coil was not stretched when it was removed; it was no longer still on the delivery wire. The microcatheter used was an excelsior® sl-10® microcatheter (stryker). The replacement coil was a 5mm x 10cm cerepak freeform xsft (xcr120510), not another 5mm x 15cm cerepak freeform xtrasoft of the same product code (xcr120515). The information confirmed there was no negative patient impact and no delay in the procedure as a result of the reported issue.